Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced an event where needle was broken twice on (B)(6) 2025 during use. Insertion site was abdomen. The infusion set was in use for 10 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary; complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011748, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 24-sep-2025 against final reporting decision equal serious injury and death, lot number criteria equal lot number 6011748. The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011748 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 01-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. For the code introducer needle found fractured/broken upon removal from infusion site after normal use. All test results were within specifications as per the test report (B)(6). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples. No non conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.